Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of three (3) to five (5) minutes. The procedure was successfully completed. The patient outcome is unknown.

Manufacturer narrative:
510k: this report is for an unknown guides/sleeves/aiming:guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the trochanteric fixation nail advanced (tfna) nail helical blade would not insert into the 430 degree hole. The guide wire was hitting the nail before insertion into the helical blade. The surgeon used another nail to complete the procedure. The issue was during surgery and there was an unknown surgical delay. It is unknown if procedure was successfully completed. Concomitant devices reported: unknown insertion instruments: trauma (part#: unknown, lot#: unknown, quantity 1). This report is for one (1) unk - guides/sleeves/aiming: guide. This is report 3 of 3 for (B)(4).